Manufacturer narrative:
Article citation: messa, charles a, et al. ¿secondary augmentation-mastopexy: outcome analysis of 1664 consecutive procedures.¿ aesthetic surgery journal, 20 nov. 2025, https://doi.org/10.1093/asj/sjaf236. The events of "capsular contracture, necrosis, infection, delayed healing, hematoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii/ IV, necrosis, infection, delayed healing, rupture, malposition, hematoma.

Event description:
Healthcare professional, in scientific publication titled "secondary augmentation-mastopexy: outcome analysis of 1,664 consecutive procedures" reported postoperative clinical outcomes (table 4 and 5): ptosis/pseudoptosis, waterfall deformity, hypertrophic scarring, soft tissue cellulitis, delayed wound healing, partial necrosis, capsular contracture (baker iii or IV), malposition and hematomas. Device status and availability for return is unknown. Montelukast was prescribed.